Manufacturer narrative:
Date of event: estimated based off the aware date of (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 20mmx2.00mm emerge balloon was difficult to remove and the shaft broke.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 20mmx2.00mm emerge balloon was difficult to remove and the shaft broke.

Manufacturer narrative:
B3 - date of event: estimated based off the aware date of (B)(6) 2020. Returned product consisted of an emerge balloon catheter. The product mandrel was removed with no issue from the catheter. The balloon was loosely folded. The shaft was separated and torn at the guidewire exit notch. The separated ends were stretched and jagged consistent with tensile overload. The reported break was confirmed.